Manufacturer narrative:
One used 6fr angio-seal vip device was received for product evaluation. The device was returned with the arteriotomy locator. The returned components were subjected to visual analysis where a blood like substance was observed. Approximately 4.094" of the suture with the anchor and collagen attached was returned separated from the carrier tube assembly as measured with a sliding gauge. The hub of the hemostatic sheath was partially mated with the deployment sleeve which was in the rear lock positon with the color bands fully exposed. Only one prong of the deployment sleeve was inserted into the hub of the hemostatic sheath. Both the carrier tube assembly and hemostatic sheath were returned in two pieces. The distal piece of the hemostatic sheath measured 4.675" from the distal tip with a sliding. There was a jagged tear in the distal tip of the hemostatic sheath. The distal piece of the carrier tube assembly measured 4.1205" from the distal tip with a sliding gauge. The tamping tube was present in the distal part of the carrier tube assembly. Both proximal ends of the hemostatic sheath and carrier tube assembly appeared jagged and not smooth when examined under microscopy. These observations are consistent with the complaint description that the user intentionally cut the carrier tube assembly and hemostatic sheath. There was a kink in the blood inlet hole of the arteriotomy locator. There is no evidence that this event was related to a device defect or malfunction. Due to the manipulation of the device by the user to confirm the removal of the anchor and collagen from the patient makes it difficult to determine the cause of the reported event. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - (B)(6) kg. Ethnicity - requested, not provided. Race - caucasian, (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a tevi implantation procedure was being performed by a consultant cardiologist. When the top of the angio-seal vip introduction system was pulled back to pull on the suture, the collagen came back into the sheath. The operator then removed the whole system to apply digital pressure. The sheath and inner have been cut so the operator could visually inspect to make sure that there was nothing left inside the patient. Additional information was received on march 30, 2018. A 6f standard terumo radifocus femoral sheath was being used. There were no problems with groin access, or getting the sheath into the artery. There were no further problems with guidewire or catheter insertion. There was a pre angio-seal deployment angiogram performed to ensure it was safe to deploy the angio-seal. The consultant's and the team were confident there was nothing left inside the patient. There was an x-ray taken of the groin and leg. A vascular surgeon was present during the case who assessed the groin and leg. The consultant and vascular surgeon were confident that the patients leg was unaffected with no restriction of flow. The equipment was checked, and the angio-seal was out of the patient's leg. It was mentioned the "inner" was cut for visual inspection, which referred to the inside lumen of the sheath, of the angio-seal. Hemostasis was achieved with digital pressure applied by registrar and the scrub nurse. Groin was intact without hematoma or ooze after pressure.